Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the curved tip stapler 30 instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint through error logs. The system logs showed 1 firing failure due to high torque. The instrument was able to pass initialization during failure analysis. Clamp and fire function passed with no issue on the test sheet. The staple formation was proper. A review of the instrument logs for the curved tip stapler 30 instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) advance failure analysis (afa). The following additional information was provided: the curved tip stapler 30 instrument was installed on the system once and fired with 1 white reload. On the only install, the first clamp was successful, but was followed by a firing failure. The firing stopped at approximately 79% completion. The instrument logs showed an error 22030, representing the failure. The instrument was then removed and not used in the procedure again. There were no additional errors pertaining to this stapler instrument.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, there was a stapler firing failure. Intuitive technical support engineer (tse) reviewed onsite and found error 22030 on universal surgical manipulator (usm) 4. Or staff stated the stapler 30mm didn't fire successfully a single time during surgery. Surgeon tried another robotic stapler and the new stapler worked well. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no noted damage. A white reload was being used on a vessel. The stapler event involved a partial fire (e.g., firing sequence interrupted). There were no malformed staples. The reload blade was exposed. The reload was stuck to tissue. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. There was no bleeding observed due to the stapling event. There was no unplanned tissue removal. The surgeon closed on the tissue, opened the stapler and used the grasper to push off the stapler. Staple was partially stuck in the reload and was grasping to tissue. It did not impact the procedure. No impact to patients health. No long term complications.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.